Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02762. (B)(4) clinical study. It was reported that in-stent restenosis and myocardial infarction occurred. In (B)(6) 2013, the patient presented with progressive angina in an unstable pattern and was referred for cardiac catheterization. The following day, the index procedure was performed. Target lesion # 1 was a long lesion located in the mid left anterior descending (lad) artery extending to the distal lad with 80% in-stent restenosis and was 30mm long with a reference vessel diameter of 2.5mm. Target lesion # 1 was treated with pre-dilatation and placement of a 2.25x32mm promus element plus drug eluting stent (des). Following post dilatation, residual stenosis was 0%. The following day, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2015, the patient presented due to sharp chest pain and was diagnosed as acute coronary syndrome (acs). Subsequently, the patient was referred for cardiac catheterization. Cardiac enzymes were noted to be elevated and site reported and event of myocardial infarction (mi). The patient's multiple electrocardiogram (EKG) revealed borderline st elevation in the anterior leads which was considered non-stemi. On the same day, the 100% in-stent restenosis (isr) located from mid lad to distal lad was treated by pre-dilatation and placement of 2.25x30mm non bsc des, 2.25x12mm non bsc des in an overlapping manner. Following post-dilatation, the residual stenosis was 0%. Two day post procedure, the event was considered as resolved and the patient was discharged on aspirin and ticagrelor.